Event description:
Customer reported a cartridge alarm 30 during the load process, which caused a significant increase in their blood glucose levels to between 600-700 mg/dl. The customer managed the situation with a correction injection via multiple daily injections (mdi) and did not require incapacitating assistance. Technical support decided to replace the pump with a device featuring updated software. Customer was informed about transferring pump settings and connecting their continuous glucose monitor (cgm) to the new pump. Instructions for returning the problematic pump to tandem were also provided. There was no adverse impact to the customer's blood glucose level following the corrective actions.